Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with an unknown duramax dialysis catheter. The following was reported: "leaking duramax bioflo catheter possibly under the luer, catheter was patched, blood loss and air aspiration in the dialysis catheter." It was indicated the reported device is available for return to the manufacturer for a device evaluation.